Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated when the investigation is completed.

Event description:
It was reported that during a short leg cast removal, the user tightened the blade after it was getting loose. After tightening, the blade flew off the cutter and hit the wall. The procedure was completed with another device. There were no adverse consequences related to this event.